Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1: date of submission 03/27/2015. Device evaluation: the device has been returned and evaluated by product analysis on 03/25/2015 with the following findings:the pump powered on normally with the returned battery cap. The battery cap was able to fully tighten. The battery cap contacts were within specifications. The battery compartment was intact with no physical damage. A review of the black box indicated rebooting had occurred prior to the complaint date. The pump successfully completed a rewind, load, and prime sequence and 24 hour duration testing with no power interruptions. The pump casing was removed and there were no defects found to the power circuit or internal components. The complaint could not be duplicated on investigation.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. Reportedly there was no damage to the battery cap or battery compartment and no moisture/corrosion in the battery compartment. The reporter confirmed that the battery cap was able to secure properly to the pump. During troubleshooting, the reporter was advised to try changing the battery to one from a different pack, but the issue reportedly remained unresolved. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.